Event description:
It was reported to philips that the allura system failed to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Upon functional testing, the fse found that there was no hard drive activity on host pc and confirmed the intermittent issue with the host pc bootup. To resolve the reported issue temporarily, the fse manually started the host pc to complete the startup procedure and performed function check of geo movements and x-ray. The fse asked customer to not perform a shut down until new host pc was installed. To resolve the reported issue, the fse finally replaced host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.